Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient infusion set fell off during use, the infusion set was in use for one day. The event occured on (B)(6) 2025; 2 events occured on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully no further information is available.